Manufacturer narrative:
(B)(4).the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that multiple unidentified spectrum pumps failed to deliver the programmed amount of chemotherapy medication in the oncology unit (specific medications, amounts delivered, and delivery rates are unknown). It was also reported that there was no patient injury.